Event description:
It was reported that: "this coil unraveled. When trying to retract and reposition the doctor felt the coil detach, he tried to continue to push it into the aneurysm and when he met resistance he tried to remove the coil and it began unraveling. They tried to snare and when it failed the coil broke in the catheter. They flushed the rest of the coil into the vessel and kept the micro and what we were able to remove of the coil. The case ended up fine." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: (B)(4). Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f251100224 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "this coil unraveled. When trying to retract and reposition the doctor felt the coil detach, he tried to continue to push it into the aneurysm and when he met resistance he tried to remove the coil and it began unraveling. They tried to snare and when it failed the coil broke in the catheter. They flushed the rest of the coil into the vessel and kept the micro and what we were able to remove of the coil. The case ended up fine." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: # (B)(4). Investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.